Manufacturer narrative:
Peri-procedural arrhythmias, heart block, and other conduction disturbances are common in patients with underlying cardiovascular disease and/or conduction abnormalities. They can be exacerbated with standard perioperative medications, anesthesia, and/or instrumentation of the heart. Temporary pacemakers are inserted in all patients undergoing aortic valve replacement (avr). It is not uncommon for patients to have short term/reversible periods of heart block or arrhythmias following the procedure while their heart recovers from cardiopulmonary bypass. In many cases, the temporary pm is left in the patient for a short time following the procedure and then subsequently removed prior to discharge. Following surgical aortic valve replacement (avr), new-onset bundle branch block has been reported in 16% to 32% of patients and the need for permanent pacemakers in 3% to 8% of patients. The reason for post-operative av block after surgical avr is related to injury to the cardiac conduction system during surgical excision of the adjacent diseased valve and annular tissue. The close anatomical relationship between the aortic valvular complex and the branching atrioventricular bundle explains the possible development of conduction abnormalities following prosthetic aortic valve procedures. Arrhythmias and conduction disturbances are also common after surgical repair or replacement of the tricuspid and mitral valves due to the proximity of the conduction pathways. In this case, the patient required a permanent pacemaker on post operative day three. Based on the available information, the root cause for the event remains indeterminable. However, it is likely that patient related factors and procedural factors contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that after the implant of this 25 pericardial aortic valve, the patient experienced an arrhythmia event and a permanent pacemaker was implanted. As reported, no av block was present before the surgical procedure, the EKG was normal. The patient started to have rhythm problems one day after the procedure (pod+1) and a temporary pm was implanted. As the issue did not resolve, a decision was made to implant a permanent pm three days after the implant (pod+3). Reportedly, sizing during the implant procedure was good, no upsize was performed. At echo the elite valve was perfectly seated and there were no issues related to the implanted valve. It was also reported that the patient had a pericarditis, more than 700 ml of liquid were aspirated during the procedure.

Event description:
Reportedly, the annulus was very calcified and became fragile during decalcification. It was repaired in the non-coronary sinus with 2 prolene sutures.

Manufacturer narrative:
The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.